Manufacturer narrative:
Medtronic is leading an evaluation of the reported tower 240v. Review of the field service notes indicate the ac1 power connector on the system tower was partially connected, which likely caused instability in the system power supply. The ac1 power connector was reseated and system rebooted. After reboot and verification, the system showed no faults. Evaluation of the device data logs identified several error codes: arm soft stop, central safety monitor - lost safety local, and main system controller validation - position control in locked state. The system experienced power communication errors and temporary communication disruptions between power modules and control subsystems. The startup specialist present in the operating room reported that one of the system power outlets was not fully connected to the ac1 power connector on the tower. Further evaluation of the reported tower 240v is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic radical prostatectomy surgery, the tower triggered an unrecoverable error. The system was restarted to resolve the issue. There was a delay of 30 minutes due to the reported issue. There was no patient injury.